Event description:
It was reported when the device was used during an unknown procedure, it functioned as intended. Postoperatively, a leak at the anastomotic site was discovered. The pt was readmitted for surgery to correct the leaks. There was no add'l pt consequence. The pt is recovering well.